Event description:
During use of the device for a surgical procedure, the user reported the sternal saw stopped oscillating. The saw functioned as expected at the beginning of the procedure, but began to lose power as the procedure progressed. An alternate device was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.